Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During cuff repair on the shoulder the cut return cap fell off into the shoulder. They could take it out of the shoulder. There was a small delay of the surgery about 10min. This should not happen with a new electrode! The following additional information was received via e-mail from the affiliate on (B)(6) 2015: the surgeon completed the surgery by using another tripolar electrode.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device has procedural debris on and around the active tip and ceramic. The ceramic is littered with scratch marks, indicating contact with a metal cannula or another instrument during use. It is not clear if a metal cannula has been used with the device or not. The cut return cap has become detached from the ceramic but has been placed back onto the ceramic for return transit. There is little evidence of adhesive remaining on the ceramic. It was suspected that the cut return wire is not welded in the correct position. Electrical tests were successfully performed on the device with all capacitance and continuity values within specification. When the device was plugged into a vapr vue generator, the device was correctly identified and all the correct settings were made available. Further analysis is required to determine what has caused the cut return cap to detach from the ceramic. The cut return component was included but showed no evidence of pitting. Most of the adhesive was retained in the cut return with little remaining on the ceramic. There was some evidence of varying bond line thickness which is being investigated further. Otherwise, there is no clear indication for the cause of failure. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).